Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 21dec2016 our affiliate in (B)(4) received an email from a patient¿s (pt) eye care provider (ecp) reporting that a pt experienced contact lens discomfort while wearing the acuvue oasys brand contact lens. The ecp also reported that the pt was diagnosed with keratitis. The pt also reported that by the end of the second day of wear he/she began to experience discomfort, redness, tearing, swelling, and woke up with discharge. The pt reported that he/she went to his/her eye care provider (ecp) and was diagnosed with keratitis ou and was given a prescription for tobradex one drop every two hours for two days, then every four hours for eight days. The pt reported that he/she returned to contact lens wear. The pt reported that he/she had ¿been wearing previously purchased acuvue2 lenses in the previous prescription without further issues.¿ the suspect lenses were discarded. The lot number is not available for the pts os event. This report is being filed for the pts os event in (B)(6) 2016. The event for the od will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.